Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. There was no button error alarm during testing noted. The displacements, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test, were unable to be performed due to buttons not responding. There was no moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, and vibrator and battery tube assembly during visual inspection. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states liquid got under the pump screen. The customer's blood glucose level at the time of incident was 280mg/dl. The customer was advised the pump would be replaced and returned for analysis.